Event description:
It was reported that the patient experienced intermittent loss of therapy. It was stated that higher voltages were needed to gain some therapy. Battery testing reportedly resulted in the need for a new implantable neurostimulator (ins). Intra-operative testing revealed no evidence of stimulation and the impedances were greater than 4,000ohms on all electrodes. The lead and ins were removed. The last known program setting was c+/0- with the pulse width of 210microseconds, rate 210hertz, and amplitude of 5.9volts. It was reported 10 days later that the patient experienced ¿fantastic therapy¿ with the new lead and ins.

Event description:
After further review, it was noted that the battery depletion was premature.

Manufacturer narrative:
Concomitant product: product ID: 3093-28, serial# unknown, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the lead found all conductor wires broken 5.1cm from the distal end.